Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent was returned for analysis which had been damaged and separated from the stent delivery system. Only a stent was returned, the stent delivery system was not returned.

Event description:
It was reported that stent dislodgement occurred. The > 70% stenosed target lesion was located in the proximal left circumflex artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment; however, stent got dislodged. The patient was sent for surgery and no further complications were reported. It was further reported that the patient was not sent for surgery; instead, the device was removed with a snare.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The > 70% stenosed target lesion was located in the proximal left circumflex artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment; however, stent got dislodged. The patient was sent for surgery and no further complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The greater than 70% stenosed target lesion was located in the proximal left circumflex artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment; however, stent got dislodged. The patient was sent for surgery and no further complications were reported. It was further reported that the patient was not sent for surgery; instead, the device was removed with a snare.